Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window detached and the imaging core twisted. Microscopic inspection also revealed the imaging window detached and the imaging core twisted.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was twisted. The procedure was completed with another of same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window detached and the imaging core twisted. Microscopic inspection also revealed the imaging window detached and the imaging core twisted.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was twisted. The procedure was completed with another of same device. No patient injury was reported. It was further reported that the catheter was trapped in a calcified lesion. Pullback was performed with the guidewire floating, causing the catheter to twist.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was twisted. The procedure was completed with another of same device. No patient injury was reported.